Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed but failed to release from the delivery system. The clip was not able to grasp the tissue and was removed in its entirety by the physician. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
A visual examination was done. Upon investigation, it was noticed that the clip assembly was fully deployed and was not returned. The control wire was separated per design. The over sheath assembly was not returned. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed but failed to release from the delivery system. The clip was not able to grasp the tissue and was removed in its entirety by the physician. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.